Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A non-health care professional reported that during an intraocular lens (iol) implantation procedure, intact sterile packages containing the intraocular lens and the cartridge were opened. The company lens was inspected in its container under a microscope, and no damage was detected. The cartridge was filled with a viscoelastic solution. The iol was placed into the company injector under a microscope and was advanced. During implantation using the wound-assisted technique, the surgeon noticed that the iol had several tears along the edge of the optic portion. The implantation was stopped, and the lens, without entering the anterior chamber or becoming trapped in the wound, was removed without additional manipulation of the eyeball. The surgery was completed in an aphakic state with hydration of the main incision. Upon examination of the lower side of the cartridge, a defect was identified in the area of the outlet opening, namely a cut in the polymer with a sharp edge turned inward into the narrowed tunnel. This defect caused multiple tears of the iol. No harm was caused to the patient¿s health. Additional information has been requested but is not available at the time of this report.